Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2141 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burrs with the proximal end of guide wire in micro-introducer sheath. Device was not used on the patient. No other information was provided.